Manufacturer narrative:
The t:slim g4 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump.

Event description:
During troubleshooting with tandem technical support it was discovered the customer removed insulin from the old cartridge and added it to the new cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's continuous glucose monitor (cgm) registered a "high" blood glucose reading, however the exact value was not provided. Reportedly the customer obtained syringes from the pharmacy to address the high blood glucose and was used for back up insulin therapy.